Manufacturer narrative:
On (B)(6) 2026, cerner's internal monitoring systems identified a problem that had the potential to cause delays in sepsis notifications, prompting an immediate investigation. This issue has been successfully resolved. A comprehensive investigation is underway to determine the underlying root cause. Cerner will provide a follow-up report at the conclusion of the investigation.

Event description:
The software product mentioned in this medwatch report may not be a medical device; however, cerner has chosen to file this medwatch report to voluntarily notify the FDA. On february 13, an upstream process feeding the sepsis product experienced a data queuing issue for a single customer, creating a backlog resulting in delayed processing with a maximum latency of 64 minutes and potentially impacting the timeliness of sepsis notifications during the event window. No defects were identified within the sepsis product, and service returned to normal once incoming volume stabilized and the backlog was processed. The impacted customer was notified at the time of the event, the incident is fully resolved, and cerner has not received any reports of patient harm related to this event.

Manufacturer narrative:
The root cause is determined to be an event which would not be expected to recur. Short-term corrective actions restored normal data flow through increased processing capacity and include enhancements to monitoring, notifications, and response coordination to support timely detection and resolution. Cerner's long-term preventive actions will focus on increasing system capacity, reducing reliance on cross-system data transfers where feasible, and implementing controlled recovery processes to prevent recurrence and ensure continuity of critical device functions.